Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-23277, related manufacturer report: 1627487-2020-23279. It was reported that patient experienced ineffective stimulation. The device and leads were explanted at an estimated date. No additional information is available at this time.